Event description:
Home pt reported system error alarm on homechoice device during use. Pt then noted leak in homechoice cassette at the bottom. No pt injury reproted and no medical intervention reported.